Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision performed due to query infection/ loosening of stem.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Additional narrative: the complaint states hip revision performed on (B)(4) 2015 by dr (B)(6) at (B)(6) health regional due to query infection/ loosening of stem. Corail stem was removed and discarded. Primary procedure (corail/pinnacle) was performed by the same surgeon at (B)(6), date tba. A complaints database search and review of manufacturing records did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).